Manufacturer narrative:
The pump unit passed prime/ compromised force sensor, excessive no delivery alarm and displacement test. No excessive no delivery alarm. There was intermittent button response due to moisture damage keypad trace. The pump had a scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip. The numbers are not ramp up or scroll bar moving with no input.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 208 mg/dl. The customer states the pump alarmed no delivery and appeared frozen. The numbers are not scrolling or ramping. However there is no response from any button. She did states the pump may have been exposed to perspiration. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.